Event description:
It was reported that a post market clinical study pt underwent a kyphoplasty procedure to level t6. A cement extravasation in the pedicle of level t6 was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not retuned, follow up with representative.